Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to an emergency medical service (ems) on (B)(6) 2026 due to low blood glucose event caused by leakage of infusion set. The patient's blood glucose level at home was below 50 mg/dl. The duration of hospitalization was less than 24 hours and was treated with intravenous insulin fluid (IV) drips. No further information available.